Event description:
Patient revised for osteolysis and loose femoral component.

Manufacturer narrative:
Examination of the submitted device found evidence indicating loosening between the device/cement interface. No manufacturing defects were detected on the device. The investigation could not draw any conclusions about the root cause of the event. A search of the complaint database did not show any other reports against the lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.